Event description:
The customer reported the system boots up but will not perform x-ray. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following circuit boards were replaced: the generator interface, system interface and isolated interface. Additionally the nodes were flashed and the calibration files were loaded. The system was then found to be operating as intended.